Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for post lumber laminectomy syndrome. It was reported that the patient therapy had stopped due to power on reset (por). It was not known what the patient was doing when they saw the por. It was indicated that the stimulation turned off on its own and the ins would not take a charge. It was reviewed with the patient the steps on how to clear the por and they were able to clear the por. Therapy was turned back on and was adequate. Additionally, it was reported that they had a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.